Manufacturer narrative:
A service call had been scheduled in order for a ge service representative to evaluate the system. The service call was cancelled by the reporter. An additional report will be generated and submitted if further information becomes available.

Event description:
It was reported that the system 8800 images were extremely blurry and unusable. There was no adverse patient involvement reported. There was no patient information reported.